Event description:
The clinic reported that a laser vision correction patient presented with cornea ectasia and irregular astigmatism in the right eye approximately three years following a lasik procedure. The patient''s uncorrected visual acuity in the right eye is 20/100 and the best corrected visual acuity was 20/20-2.the patient was referred to a specialist as possible candidate for cross linking.

Manufacturer narrative:
Information in section f10 provided by the manufacturer.(B)(4):the clinic is reporting this adverse event only and did not request field service or clinical support.all pertinent information available to amo has been submitted. (B)(4): placeholder.